Manufacturer narrative:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) did not get caught in the blood vessels and fell out. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile vascular closure device 5f was received for analysis. Visual inspection showed that the unit was already inserted into a non-cordis catheter sheath introducer (csi). The button/deployment lever on the device was not pressed, and the plug was present in the delivery shaft, which had dried blood residues. The indicator wire was deployed, and the loop was in good condition. The indicator window was in the white/black position, and the cowling guard was found unlocked. A kinked/bent condition was noted on the delivery shaft approximately 16 cm from the distal tip. No other anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The inner and outer diameters were measured near the damaged area, and the measurements were within specification. Per review of the device, it was confirmed that the plug was not deployed, and the guard was unlocked with the indicator wire (iw) deployed. However, functional analysis could not be performed due to the unit being clogged with dried blood residues. Attempts to clean the unit using hydrogen peroxide and an ultrasonic bath were unsuccessful. The pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found in the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned through the three stages. No microscopic analysis was needed since the internal mechanism and loop were already examined. The reported event of ¿indicator wire-damaged loop¿ was not observed during analysis of the returned device as there were no damages noted to the indicator wire and no issues were noted to the internal mechanism. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the very limited information available for review and product analysis, it is not possible to determine the factors that may have contributed to the reported issue of the guidewire loop not getting caught in the blood vessel to change the indicator window since the functional test could not be fully performed due to the received condition with the dried blood that could not be cleaned out in order to move the mechanism appropriately. However, as this dried blood condition would not have been experienced by the user, testing of the indicator window within the handle was performed and it was able to achieve all 3 stages of the indicator window during functional analysis. Therefore, it is possible that access vessel characteristics and/or procedural/handling factors contributed to the issue experienced during the procedure, especially since there were no damages noted to the indicator wire and internal mechanisms. Additionally, it was noted that the delivery shaft of the device was kinked/bent, and this could possibly contribute to an issue during functionality of the device. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) did not get caught in the blood vessels and fell out. There was no reported patient injury. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.